Event description:
An attempt was made to implant an endeavor resolute rapid exchange (rx) drug-eluting coronary stent in a patient. The target lesion, located in the lad was described as moderately tortuous and severely calcified. However, it was reported that the endeavor resolute device could not cross the lesion and when removed the physician noted that the stent was deformed. The physician then replaced this device with another endeavor resolute rx device; however it was reported that this device also did not cross the lesion and the stent dislodged. The dislodged stent was not removed from the patient. It was reported that both the devices were inspected and prepped prior to use with no abnormalities noted. It was reported that the procedure was completed with another device. The patient is reported to be fine and no clinical sequelae were reported. Evaluation summary: procedural images failed to show the attempted delivery of the device or the stent dislodgement. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: patient's condition affected effectiveness of device (severe calcification). Inherent risk of procedure (stent dislodgment). None (no product was returned for investigation). Conclusions: device failure/lack of effectiveness related to patient condition (severe calcification). (B)(4).